Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was implanted deeper into the pocket which resolved the issue.